Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient experienced a supracondylar femur fracture in a fall on (B)(6) 2012. Patient was implanted with a variable angle condylar plate on (B)(6) 2012. X-rays taken on (B)(6) 2012 shows no consolidation, patient allowed partial weight-bearing (10kg). X-rays taken of (B)(6) 2013 show no evidence of consolidation, quadriceps very atrophic, 3/5, partial weight-bearing at 10 to 15 kg. X-ray taken on (B)(6) 2013 show no consolidation, equally progressive load as tolerated. X-ray taken on (B)(6) 2013 shows no consolidation and the plate is broken. Patient was returned to the operating room on (B)(6) 2013 for removal and revision. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The va-lcp condylar plate was implanted on (B)(6) 2012 because of a sinistral supracondylar femur fracture after an accidental fall. As far as visible on the x-ray images, the plate was stabilized with ten screws. On a follow up control on (B)(6) 2012 no evidence of bone consolidation was shown. The partial weight bearing with 10 kg was started. On the next follow up control on (B)(6) 2013 no bone consolidation was found. The partial weight bearing was followed as tolerated by the patient. The date of breakage of the va-lcp is unknown. However, revision surgery to remove the broken implant was performed on (B)(6) 2013. Based on the topography of the fracture surface we conclude that the implant was subjected to low dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. Because of the non-consolidation of the bone (pseudo-arthrosis) the implant had to work over a long period of time as a single stabilizer. The va-lcp could not resist the applied force which finally led to the material overload /fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Only product code hrs applies to corrected 510k.